Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarm, low battery alarm or blank display noted. The pump was received with a stripped battery cap coin slot, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a blank display and an off no power anomaly from the insulin pump. The customer's blood glucose reading was 291 mg/dl. The customer stated that she is currently on vacation in florida and had an issue with the pump. The customer stated that the pump kept turning on and off. The customer stated that she changed the battery and the pump still alarmed low battery alert. The customer stated that the battery cap is stuck and she is unable to remove the battery cap. The customer was advised to remove the battery cap with a quarter. The customer was unable to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer will be sent a replacement pump.